Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision. The iol was exchanged in a secondary procedure two months postoperatively due to mechanical complication with the iol. Additional information has been requested.

Event description:
Additional information received states that the patient experienced residual astigmatism post initial should and should improve post iol exchange.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).